Manufacturer narrative:
Supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the sensor or connector. Catheter mashed 1cm from tip of sensor case. Suture attached to catheter material. Corrosion residue on connector pins (end of connector). The device failed ra test - reading was 3.2 divisions from center line. It should be <3mmhg (adjusted potentiometer to spec. - does not affect functionality of device). The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 08/18/09. Based on the above evaluation, the supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
After implantation, the device in question showed negative readings and did not function properly. No adverse consequence to the patient was reported. It is not clear what actions the surgeon took to resolve the issue, however it might be possible that it was revised as the device is being returned for investigation.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
This report is being filed to populate fields as serious injury as it was not completed on the intial report.